Event description:
The customer reported via the sales rep that the pt has had a revision procedure to replace an acetabulum component less than two years after the original procedure.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.